Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient was still trying to find an hcp. The patient would have an appointment with a hcp and they were working with them for replacement of the implantable neurostimulator (ins), but the patient wanted more options. The hcp wanted to redo some tests before replacement and the patient wanted another possible hcp that would not require these tests.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the patient (pt) had a loss of therapy and a return of symptoms; the pt stated food wasn't digesting for 6-8 days and a lot of food they ate just came back up. The pt noted they used to weigh (B)(6) lbs and now they're down to (B)(6) lbs. The pt stated the device worked great for them up until recently and they were getting 100% therapeutic benefit. It was noted the implantable neurostimulator (ins) was 10+ years old. The pt later reported the device was not working at all and they had been sick for the last 2-3 months. The pt did not know why they were sick again as they hadn't had any falls or reprogramming. The pt felt like they were back in 2005 before they were implanted, food sits in their intestines for 6-10 days and causes their blood sugar to run high. The pt stated they were a type I diabetic and had an insulin pump, and confirmed there was nothing wrong with their pump. The pt reported they were in pain and misery and mentioned the weight loss. The pt noted they cannot eat meat, cheese, or anything high in potassium. The pt confirmed they were working with their pcp to find a healthcare provider (hcp). If additional information is received, a follow-up report will be submitted.